Event description:
Manufacturer's reference #: (B)(4).

Manufacturer narrative:
During investigation on-site performed by our field service engineer, the reported failure was confirmed. Presence of liquid spill on the pressure transducer pcb and expiratory channel pcb were found. These parts need to be replaced. The ventilator logs were not received. The pcbs were not further investigated since ingress of liquid/corrosive substance on pcbs can cause failure/short circuits, which might lead to a ventilator malfunction. There is no information on how the liquid spill entered the ventilator or what kind of liquid spill it was. The conclusion is that the generated technical error code indicating communication error was due to the liquid spill. It was observed during an external audit at getinge brazil, that servicing practices at getinge brazil are not in compliance to applicable requirements due to identified gaps in quality management system. Specifically, unanticipated repair activities were not submitted as complaints and assessed for reporting as required per regulations and as a result this report was not submitted in a timely manner. Getinge brazil has approved a comprehensive remediation plan and all unanticipated repair activities will be submitted as complaints.

Event description:
It was reported that the ventilator generated a technical error code indicating communication error. Liquid on the pc boards was noted inside the ventilator. There was no patient harm. Manufacturer's ref #: (B)(4).